Event description:
It was reported when using the pyxis medstation es system label printers failed to print the barcode to label for insulin. The customer confirmed that there was a delay in dispensing insulin to patients, but there was no patient harm reported due to this issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the label printers did not print the barcodes for insulin correctly. A technical support specialist reconfigured the label printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.